Manufacturer narrative:
Investigation summary: it was reported the needle is occluded. To aid in the investigation, one sample with the plastic shield and three photos were provided for evaluation by our quality team. A visual inspection was performed and no defects or imperfections were observed. The sample was then connected to a syringe with saline solution. The solution expelled with a normal flow. The three photos provided show a needle assembly with the plastic shield. No other information can be obtained from the photos. A device history record review was completed for provided material number 305922, lot number 1354640. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. Based on the investigation and with the returned sample analysis the symptom reported by the customer could not be confirmed and a probable root cause could not be offered. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported while using bd needle sftygld 25x1 rb bns the needle was found to be clogged. This occurred 3 times. There was no report of patient impact. The following information was provided by the initial reporter: bd satefyglide needle a single-handed, needle-based safety device that can be use with any size conventional syringe, per health care professional comments: "this needle is merely used for infiltrating local anesthetic prior to placing catheter. It is not critical to the procedure itself and such a needle would be widely and abundantly available in the clinical setting on which our devices are used, making it very obtain a substitute.